Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and competitor lead system was oversensing during episodes of atrial fibrillation/atrial flutter resulting in pacing inhibition.